Event description:
Reported due to foot break and surgical procedure. The physician attempted an arteriotomy closure with the perclose proglide device after a diagnostic procedure. The procedure was performed via the right common femoral artery. Fluorosocpy was performed prior to the procedure and access was confirmed. The device was inserted, pulsatile flow was obtained and the foot was deployed without any issues. As the needles were being deployed, "the device pulled out of the artery." Upon observation it was noted that the "posterior half of the foot and the link" were missing. A wire was reinserted and an angiogram was obtained. Slight bleeding was noted around the sheath, so the sheath was upsized to an eight (8) french. Another angiogram was obtained which showed a "very slight amount of bleeding." A syvek patch was applied and held on the access site for fifteen (15) mins. Hemostasis was achieved and the pt had positive peripheral pulses. The vascular surgeon was consulted and it was decided that the pt should go to surgery because of the possibility of an arterial tear. Also, surgery was an attempt to look for the portion of the foot that was missing. The artery was repaired with a "patch," but the foot was not located. The pt's hospitalization was extended due to this incident. Although requested, add'l pt info was not provided.